Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized around 2007 due to hypoglycemia. It was reported that the pt's blood glucose had been very labile for several weeks, with blood glucose from 20 to >400mg/dl. The pt reported prior to that day, she was hospitalized for an incident of low blood glucose when her bg was around 20. There was no report of alerts or alarms. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.